Event description:
My life vest issued a warning that, it was about to zap me. My husband said take the vest off quick so I did. We called my dr. (B)(6) and he said go to urgent care. When we arrived no one in the entire ER knew what the heck a life vest was. So my husband called zoll and informed the ER staff on how to use it. They sent me another life vest saying obviously it was too big. It constantly sent message informing me I was to be "zapped". Caller was told vest was too big - vest too small - vest dirty - vest too clean etc. Received 12 lifevests; always received the same warning. Finally we were in the audience watching othello and got the warning do not stand near this person message. So I turned it off and packed it up and sent it back. Good riddance. They need to clear the artifacts up and also inform medical staff about product.